Manufacturer narrative:
The baxter technician found the filter needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The filter will be replaced to resolve the reported event. Based on this information, no further action is required. If any further information is received, the record will be reassessed accordingly.

Event description:
On (B)(6) 2025 during the inspection of the bed by the technician, it was noted patient circuit had damage with a cracked filter. Therefore, the aware date of the patient circuit damage is (B)(6) 2025.